Manufacturer narrative:
(B)(4). Upon completion of the evaluation or in the event additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that on this vent the exhalation valve test numbers are reading high during pre-use testing. There is water coming out of the exhalation valve and the heater is not warming in the corner. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the failure analysis lab received the suspect faulty exhalation valve and heater assembly where the exhalation valve was shown to have water residue on the surface but was unable to reproduce the high test values. The heater was confirmed as not warming and was isolated to the thermal protector being open.